Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Patient alleged having nasal congestion, coughing, sneezing , allergy. The device was returned but not yet evaluated. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having nasal congestion, coughing, sneezing, allergy. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found evidence of dust/dirt around the air inlet and bottom enclosure. The manufacturer completed an internal visual inspection. The manufacturer found evidence of dust/dirt contamination and dark gray contaminant consistent with potential keratin in the blower and blower seal of the blower box. The manufacturer found evidence of sound abatement foam degradation. The device's event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with an unknown dust/dirt, dark gray contaminant and keratin. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown.